Event description:
An insulet territory manager reported that a patient was hospitalized last week with severe hypoglycemia. His blood glucose was measured at 19 mg/dl upon admission. Three attempts were made to follow up with the customer, ensure that he had recovered, and gather additional information about the incident. He did not respond to messages.

Manufacturer narrative:
The device was not returned for evaluation . We are unable to determine if any malfunction or manufacturing defect could have contributed to the reported event. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to hypoglycemia. No qualification record review could be performed as no product lot number was reported. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and advise "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."